Event description:
It was reported from (B)(6) that the ring and spring on the top and back of the compact air drive device came loose. During in-house engineering evaluation, it was observed that the device motor seized, jammed, was running rough and was moving heavy. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Reporter¿s phone number: (B)(6). The device manufacture date is unknown the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device motor seized, jammed, was running rough and was moving heavy. Therefore, the reported condition was confirmed. It was determined that the white blade had no official trigger. The assignable root cause was not determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.